Event description:
Tap- it was reported that 4 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred despite this time frame being more consistent with an in-stent thrombosis. During the initial procedure, the lesion was located in the distal right coronary artery (rca). The lesion was reported to be calcified and the vessel tortuous. After pre-dilation with 2.5x12mm maverick balloon at 6 atms, a 2.5x20mm taxus stent was deployed in the lesion at 10 atms(20 sec). No information was reported concerning post-intervention stenosis percentage. Pre-procedurally, the patient received heparin, IV nitroglycerin, and plavix. Intra-procedurally, the patient received integrilin. The patient was placed on plavix following the procedure. No information was reported concerning patient complications. The patient presented 4 days after the initial procedure with chest pain and a reported in-stent restenosis in the distal rca. The patient was placed on a weight-based heparin drip and received an IV integrilin bolus x 2. A 2.5x15mm maverick balloon was advanced to the distal rca and inflated to 8 atms (20 sec), then 10 atms (20 sec). Results were reported as "good results." Re-intervention complications were reported as "none" and patient condition as "satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8358076 have been reviewed and no issues or discrepancies were found. Should further relevant information become available, a supplemental medwatch report will be filed.